Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time, the graft tears during skin grafting. It is unknown what the patient impact was or if a delay occurred. Due diligence is in progress.